Manufacturer narrative:
Citation: sekarski et al. Right ventricular outflow tract reconstruction with the bovine jugular vein graft: 5 years' experience with 133 patients. Ann thorac surg. 2007 aug;84(2):599-605. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding experience with bovine jugular vein graft implanted for right ventricular outflow tract (rvot) reconstruction. All data were collected from two centers between april 1999 to july 2005. The study population included 133 patients (mean age 30.9 months), all of which were implanted with medtronic contegra conduit. No serial numbers were provided. Among all patients, eight early and eleven late deaths occurred. All eight early deaths were due to postoperative cardiac failure and were not graft-related. Of the eleven late deaths, two were deemed to be due to graft-related endocarditis. The time from conduit implant to endocarditis diagnosis was not provided. However, it was reported that the two deaths occurred at 11 and 46 days after reoperation to address recurring endocarditis. One of these patients had bacterial endocarditis in the second graft, and subsequently a homograft was used to replace the conduit. No further details were provided regarding these deaths. Based on the available information, medtronic product may have caused or contributed to these deaths. Among all patients adverse events included: conduit endocarditis requiring intervention, stenosis of the proximal pulmonary artery (pa) requiring intervention, obstruction from pannus formation at the distal anastomotic site or from conduit thrombus formation requiring intervention, distal conduit stenosis requiring intervention, conduit dilatation due to peripheral pulmonary stenosis or severe pulmonary hypertension requiring intervention, leaflet dysfunction and mild/moderate/severe regurgitation. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.